Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) to access the common bile duct, a cook fusion omni-tome pre-loaded sphincterotome ws used. After insertion of the device through the endoscope, they noticed through magnified video image that there appeared to be a nick in the tip of the device. The physician was not happy using it. The nick is not noticeable with the naked eye but appears to be where the wire guide exits the catheter. They proceeded with another fs-omni-35-260 without incident. There was no allegation of a protrusion at the tip, only a nick (ie, opening or notch). Upon receipt of the device for eval, our lab eval confirmed a small burr is present on the tip of the catheter (which has been established as a reportable occurrence).

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report that the distal tip is damaged. A visual examination using (B)(4) magnification per mfg spec confirmed damage to the tip in the form of a burr protruding from the tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Damage to the tip of the sphincterotome can occur if the sphincterotome received excessive pressure during advancement of the catheter through the accessory channel of the endoscope. If the elevator of the endoscope has an abnormally sharp edge, this could contribute to a damaged tip. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to a damaged tip include manipulating the handle with the precurved stylet inside the cannulating tip. The instructions for use advise the user to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damge to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.